Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. No new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. No new lead was implanted. No adverse patient effects were reported. Additional information indicated that the brady lead was not successfully implanted due to the leads were not reaching the target location as the patient had a large heart. Physician used a longer lead.